Manufacturer narrative:
Unique identifier (UDI)# (B)(4). The event occurred in: (B)(6).

Event description:
The customer complained of questionable gluc3 glucose hk gen.3 (gluc3) results for 1 patient tested on a cobas 6000 c (501) module compared to a glucometer. The questionable gluc3 results were from both a serum sample and a plasma sample from the same patient. The initial gluc3 result from the cobas c501 for the serum sample was 35 mg/dl. The glucose result from the glucometer was 81 mg/dl. The gluc3 result from the cobas c501 for the plasma sample was 28 mg/dl. From another sample, the patient had glucose results of 67 mg/dl and 72 mg/dl from the glucometer. The erroneous results were reported outside of the laboratory. There was no allegation of an adverse event. The gluc3 reagent lot was 30285301 with an expiration date of 30-may-2019. The field engineering specialist was unable to find any technical problems with the analyzer and confirmed the probes were clean. The customer was not having any issues with any other assays. Since calibration and qc results were acceptable on the day of event a general reagent issue could be excluded. Analysis of the analyzer's alarm history showed multiple "abnormal probe sucking" and "sample short" alarms therefore a sample related issue could not be excluded. The investigation was unable to find a definitive root cause.